Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using night aligners the patient reported, "this is very disappointing. Since I will not be using them due to the fact that I need to fix the large space that byte aligners have caused I just started the last aligners of the 3 extra that byte sent me and my open mouth bite seems to be getting more bucked. My dentist wants to know if there is any thing byte can do to correct this? Attached is the letter you requested. Please get back to me asap."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.